Event description:
The patient's daughter reported the patient has received an 04 (occlusion) message on her insulin infusion device. During troubleshooting, the patient's daughter stated the patient changes her infusion set every 2-3 days. She was advised it should be changed every 2 days. She stated she noticed air bubbles near the luer lock during the time the infusion device displayed the occlusion message. She said the patient has had occlusions during priming with 4 boxes of her infusion sets. No blood glucose concerns were reported related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.